Event description:
It was reported that a large volume infusor stopped infusion approximately one hour early. The customer stated the infusor also had an unusually large residual volume of approximately 75 ml. This occurred during infusion of tazocin. There was patient involvement; however, there was not patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.